Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor and the system interface pcb. System operates as intended.

Event description:
Customer reported a loud clicking noise coming from the workstation, and the left monitor went very dark.